Manufacturer narrative:
Lot number 62167. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of irritation, hypopyon and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient developed irritation, hypopyon and endophthalmitis against the xen®45 gts in the left eye. Xen has been explanted and is treating for endophthalmitis.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information provided that the device has been explanted and patient recovered from the case of endophthalmitis. Patient is "functioning well without any visual impairment".